Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. The device history records were reviewed, indicating the components met specifications at the time of manufacture. These devices are used for treatment. No patient history or information was provided. Devices used with the uls recon plate were not described so compatibility cannot be determined. It is unknown if the surgical technique was followed. Multiple attempts to obtain additional information were made. A complaint history search found this is the first complaint of this nature for the product part number. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the pt was revised due to a broken plate.